Event description:
It was reported that the customer had to change the insulin pump's battery but it did not immediately turn back on. He had to change the battery several times to get the insulin pump to turn back on. His blood glucose level was not reported. The insulin pump had some cracks on the casing. He was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with currents in specification, no blank display and the lcd board tested ok. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.